Event description:
Pt had undergone interposition arthroplasty right thumb many years ago. Now, presents to physician's office with complaint of pain at base of right thumb, progressively more severe. Office x-rays confirm subluxation 2/18/97. Diagnosis: pantrapezial arthritis bilaterally. Post-op status, carpometacarpal interposition arthroplasty with failure on the right. On 3/17/97 underwent a revision right carpometacarpal arthroplasty with replacement of failed implant.